Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted from the pylorus to the third portion of the patient's duodenum during a duodenal stenting procedure on (B)(6) 2011. According to the complainant, one day post procedure, the patient experienced pancreatitis. The physician alleged that the pancreatitis was unexpected and related to the stent. The stent remains implanted. The physician is currently taking a "wait and see" approach with the patient. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - (pancreatitis). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.